Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the rn inserted the foley catheter, it leaked. After the foley was removed and the balloon was inflated outside the patient, tiny pinholes were observed in the balloon, which caused the leakage. The defective foley was sequestered by leadership, and another foley catheter was subsequently inserted.